Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left coil isn't properly in your tube. It's within the uterine tissue') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), abdominal distension ("bloated") and abdominal pain lower ("cramping"). At the time of the report, the embedded device, abdominal distension and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain lower and embedded device to be related to essure (ess205). The reporter commented: I had a cat scan with dye. I have these since 2002-2003. Concerning the injuries were reported in this case, the following ones were described via social media: abdominal distension, abdominal pain lower, embedded device. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left coil isn't properly in your tube. It's within the uterine tissue') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), abdominal distension ("bloated") and abdominal pain lower ("cramping"). At the time of the report, the embedded device, abdominal distension and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain lower and embedded device to be related to essure (ess205). The reporter commented: I had a cat scan with dye. I have these since 2002-2003. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.